Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing frequent low flow alarms. The patient had right heart failure and was on continuous inotrope infusion. A low flow controller was requested. The cause of the low flow alarms was determined to be hypertension. The alarms resolved after hypertension treatment and the patient was discharged home with hospice. The patient expired on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The report of low flow alarms was confirmed by an abbott representative during a controller software upgrade procedure. It was reported that the low flow alarms were due to hypertension. A direct correlation between the device and the reported hypertension and right heart failure could not be determined. On (B)(6) 2020, it was reported that the patient was having frequent low flow alarms and was fatigued. It was noted that the patient had right heart failure and was on a continuous medication to increase contractility. A low flow software upgrade was performed on (B)(6) 2020 with no issues noted. No low flow alarms were reported post upgrade. The account later reported that the cause of the low flow alarms was hypertension. The patient was ultimately discharged with hospice and expired on (B)(6) 2020. Multiple requests for additional information about the patient's expiration, as well as product return requests, were sent to the customer; however no response has been received at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 07aug2019 on order (B)(4). The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists death, right heart failure, and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The IFU also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.